Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being involved in a car accident due to low blood glucose. Customer inquired on speaking with a nurse for advised on how to prevent issue from reoccurring. Customer had no memory of the accident event, but did refuse to be transferred to the hospital via ambulance. Customer was advised that there was no advise nurse.